Event description:
Related manufacturer reference number : 2017865-2022-02340, related manufacturer reference number : 2017865-2022-02357. It was reported the asymptomatic patient presented for follow up with high pacing impedance exhibited by the implantable cardiac defibrillator (ICD), right ventricular and right atrial lead. There was no intervention reported. The patient was stable.

Event description:
Additional information received indicated the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead pacing impedance continued to rise. A chest x-ray (cxr) performed confirmed the rv lead was fractured. The patient reported symptoms of fatigued and dyspnea. No intervention was performed.